Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted 37 months, displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected.